Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ht70 ventilator was returned to medtronic¿s product analysis laboratory. An investigation was performed and the reported issue could not be duplicated; however, another issue was observed. During each power cycle, the alarm silence light emitting diode (led) was illuminated and could not be toggled, the down arrow and cancel buttons did not function, and the buzzer would silence without user input. The root cause was identified to be a short on the top membrane connector. The top membrane was replaced to resolve the issue. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ht70 ventilator froze during power on. There was no patient involvement.